Event description:
The customer reported the battery will not charge, analyzer failed. There was no reported patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support, during which a replacement battery was ordered. The battery was received and the philips bench recreated the reported issue. The philips bench determined the battery is unable to supply power. This is consistent with failed discharge field effect transistor (fet). A supplier corrective action request (scar) was created, the results of which determined that the problem was a result of debris caused by a soldering defect or contamination on the pca in the battery. The scar requested the vendor to improve soldering methods or improve pca testing for this type of failure. The vendor replied that it is confident that current process and detection method is sufficient to ensure product meet ipc-a-610f class 2 criteria.

Event description:
The customer reported the battery will not charge, analyzer failed. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.